Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3057, product type: screening device. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding a consumer with an external neurostimulator (ens). It was reported that the patient had a problem with their lead. Patient stated they bent down to help one of their dogs and noticed right away that something had happened. Patient had raised stimulation on the left and felt nothing. Patient changed to the right side and felt stimulation at 3.0. It was unknown if the issue was resolved at the time of the report. Additional information was received. The patient reported they felt wiped out the night prior and had gone to bed early. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The healthcare provider reported that they did not have the serial number of the external neurostimulator (ens) and/or lead. They also reported the cause of the lead problem and sudden loss of stimulation was unknown and that the patient had come in for wire pull on (B)(6) 2017. There was a 92% improvement with pne. No further actions/interventions were taken or planned.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.